Manufacturer narrative:
Stryker further evaluated the device however the cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon inspection at stryker the device gave a monophasic shock instead of a biphasic shock. In this state the device may deliver inappropriate defibrillation therapy if needed.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon inspection at stryker the device gave a monophasic shock instead of a biphasic shock. In this state the device may deliver inappropriate defibrillation therapy if needed.